Event description:
It was reported that during a treatment procedure in the superficial femoral artery, the coating on the zipwire guidewire came off and the ninitol wire was exposed. The guidewire was removed without complications and the procedure was completed with another of the same device. Current patient conditon is reported as 'fine'.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.